Manufacturer narrative:
This event is being submitted as a result of a retrospective review of complaint records. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the flexible part of the tip ruptured while the guidewire was pulled out which was observed after the completion of an endoscopic combined intrarenal surgery. Considering the possibility of rupture, the indwelling stent was removed and an x-ray was taken, but there were no signs of residue in the body. The stent was removed and cut with a scalpel and confirmed that the tip of the guidewire remained in the stent.

Manufacturer narrative:
The reported event is confirmed, cause unknown. No physical sample was returned, however, photo samples were provided by the customer. Evaluation of the photo samples was completed by andres navarro of heraeus medical on (B)(6) 2021. The polymer tip was observed to be completely separated. The coil was noted to be detached and stretched, which got separated from the polymer tip. A potential root cause for this event could be, "incomplete reflow; incorrect reflow parameters, incorrect extrusion materials, contamination, moisture in material". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "the guidewire should be advanced through the scope using short, deliberate 2 3 cm movements to prevent inadvertent damage to the device or patient. If any resistance is felt during introduction of the catheter, it is advisable to stop using such catheters." "Important, basic precautions" o (1) do not withdraw the guidewire through a metal cannula or needle.extreme caution should be observed when used with one-wall puncture style needle.[withdrawal through a metal device may result in disposition of these materials in the urinary system and destruction and/or separation of the outer polymer jacket requiring retrieval.] O (3) do not use a torque device with the guidewire. [Use of a torque device may result in damage to the wire.] O (6) manipulate the guidewire slowly and carefully in the urinary system while confirming the behavior and location of the wire¿s tip under fluoroscopy. If any resistance is felt or if the tip¿s behavior and/or location seems improper, stop manipulating the guidewire and/or the catheter and determine the cause by fluoroscopy. If necessary, remove the guidewire and ancillary device or scope as a complete unit to avoid complications. [Excessive manipulation of the guidewire without fluoroscopic confirmation may result in perforation or trauma of the linings or associated tissues, channels or ducts. Failure to exercise proper caution may result in bending, kinking, and separation of the guidewire¿s tip, damage to the catheter, or damage to the urinary system." Correction: h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the flexible part of the tip ruptured while the guidewire was pulled out which was observed after the completion of an endoscopic combined intrarenal surgery. Considering the possibility of rupture, the indwelling stent was removed and an x-ray was taken, but there were no signs of residue in the body. The stent was removed and cut with a scalpel and confirmed that the tip of the guidewire remained in the stent.